Event description:
It was reported that this pacemaker was not able to be interrogated and was found to had entered safety mode. Technical services (ts) was consulted and recommended replacement. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was not able to be interrogated and was found to had entered safety mode. Technical services (ts) was consulted and recommended replacement. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received and this pacemaker was explanted and replaced. No additional adverse patient effects were reported. This product has not returned for analysis. The device was not returned by the customer, therefore, no product analysis could be performed.